Event description:
It was reported that the patient has developed skin lesions and has exuding purulent drainage over their implant site.

Event description:
It was reported that the patient has developed skin lesions and has exuding purulent drainage over their implant site. Additional information was received indicating that the patient was doing better.